Event description:
It was reported that an ilet user experienced kinks with the glucose sensor, inaccurate or missing glucose readings, and fluctuating blood glucose with highs and lows, which led the user to request device return; troubleshooting and education were provided by clinical specialists and the user¿s care team. Symptoms included hypoglycemia, including nighttime lows. Outcomes included no need for external medical assistance, no ketone testing, and no hospitalization. Investigation included clinical troubleshooting and education with follow-up by field clinical staff. Investigation of this case revealed that the cause of hypoglycemia was unclear and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.